Manufacturer narrative:
Analysis received the unit with unresponsive button and button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic or motor assemblies. Analysis was unable to verify the motor error alarm. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. There was no display ramping on its own anomaly was noted during the testing. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and button error alarm. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were not able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.